Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date. Customer was treated with the insulin drip. It was unknown that the auto mode was active or not at the time of incident. No further complications were reported. The customer will continue to use the device. Frn-unk-332a-rsvr, unomed inf set.